Manufacturer narrative:
Continued h6 -- health effect - impact code: f2201; f2203. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Additionally reported was seroma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) pain: unable to observe as it is a medical event not related to the device. Seroma: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient representative reported left pain, rupture and later seroma. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported after mastectomy because of breast cancer, ruptured device and pain from the beginning. The device was explanted. Left side.